Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were connecting the handset to the communicator when they noticed a system error appear: 0x7688e8c7 and it says the system has encountered an unexpected error and to call the manufacturer. Pt has the option to restart but wanted to call first. Pt restarted the handset and error message disappeared. Once error was cleared pt was able to successfully connect to implant, however, states their therapy was turned off and during the call they were able to turn it back on. When back on they noticed a por had occurred. Pt mentioned they do need to charge their implant. Pt was able to bypass this message and turn therapy back on. Pt then connected with recharger and established an excellent connection, and the battery was charging at 30%. The troubleshooting steps that were taken on the call resolved the issue. Pt services did recommend contacting doctor if error message appears again, however. Pt also mentioned that they can't seem to get everything to connect. Pt states sometimes they are seeing "not found" and have had this issue since having the device implanted. Pt states they have trouble with all of their equipment connecting. Pt was able to establish a connection with both the handset/communicator and recharger successfully on the call. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. They reported that the cause was unknown and the patient was educated. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.